Manufacturer narrative:
The field service representative (fsr) verified the reported issue. He replaced the batteries. The unit operated to the manufacturer's specifications. Per the user facility's biomedical technician, they have been using the machine for cases since it is still functional and the message disappears as soon as they start using it. It was also mentioned that this is an ongoing issue from (B)(6) 2019, as the message will persist until the batteries are replaced.

Event description:
It was reported that there was a "battery exceeded two year service life" message displayed. No other details regarding the nature of this event were provided.

Event description:
Additional information was received that the reported issue occurred during set-up of the device for a cardiopulmonary bypass (cpb) procedure. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: b5 and h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated block: h6 if additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. The batteries were due for their two year replacement and the service message displayed that. Per data log analysis, on (B)(6) 2019 the system is used and there is no indication of the 2 year battery life exceeded yet. The next time the system is powered on (B)(6) 2019, the user is notified the battery life is exceeded as reported. There was no date jump that would have triggered the battery life exceeded notification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.